Manufacturer narrative:
The field service representative resolved the issue by performing a top cover counterbalance adjustment. The front cover hinge was determined to be the cause for the complaint issue. The instrument service history review revealed zero additional service tickets related to the current complaint issue involving the top cover not staying upright. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The product monitor review did not identify any trends for the complaint issue and no trends were identified for the front cover hinge part. A search for non-conformances was performed and there were zero non-conformances or potential nonconformances identified for the part associated with this complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.

Manufacturer narrative:
No patient involvement and no code available. Operator of device was hit in head with no injury or damage. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The operator stated the architect c4000 lid does not stay upright. The lid fell slowly and hit the head of the operator without injury or damage. No injury was reported. No operator information was provided.